Event description:
While performing an onsite evaluation of the device, it was identified by a philips field service engineer that the buttons on the display were intermittently inoperable. There was no patient involvement.